Manufacturer narrative:
The manufacturer investigated the defective flow sensor of the hcu40. The investigation results are the following: first a visual check has been performed by the life cycle engineering. No abnormalities of the flow sensor were found. After the visual check the flow sensor was tested with a hcu40 unit from maquet. The patient-water circuit showed a flow of 16.0 lpm and the cardioplegia water cycle displayed also a flow of 16.0 lpm. The flow sensor run for several hours without any abnormalities. The next day, the flow sensor was connected again to the patient-water circuit. This time the unit displayed a flow of 15.2 lpm and the cardioplegia water circuit showed a flow of 0.0 lpm. During operation the failure could not be reproduced, but when the unit was booted the flow sensor has only worked sporadically. The measuring tube of the flow sensor is bonded to two thin measuring cables to the housing. When during screwing the connection pipe of the hcu40 to the flow sensor housing, a slight movement between the measuring tube and the flow sensor housing arise, the measuring cables can tear. The result is a loose connection through to loss of function. Probable root cause: the flow sensor is very sensitive during assembly. A slightly movement between the measuring tube and the housing can lead to the destruction of the measurement electronics. A "service instruction heater-cooler unit hcu 40 flow sensor replacement" was provided from the manufacturer. This service instruction is made specifically aware of the proper handling of the flow sensor (see below the notice from the service instruction on page 7 - "main flow sensor installation"): "the pipe connection on the sensor housing is of plastic and can be damaged if the cap nut does not come straight on the thread. If the thread is damaged the sensor will become unusable. The torque applied to the cap nuts on the sensor pipe connections must be 5 nm. Excessive torque will break the sensor mechanism or cause leakage. Insufficient torque will cause leakage."

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2016 09:12 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician was on site and investigated the unit. The technician found a defective flow sensor as a result of the described issue. The manufacturer requested the defective part back for a root cause analysis. A supplemental medwatch will be submitted as soon as the investigation results becomes available.

Event description:
Low flow error during normal use. Flow dropping to 1,5 l/m in normal circulation after about 10 minutes. The blinking green led on the sensor decreased in frequency of blinking accordingly. Measured the flow with the tool-box flow meter and the flow was steady around 9-10l/m. After the alarm, the pump stopped but this took a short time, enough to see the flow was not dropping on the test device. The incident occurred during priming/setup, no patient was involved. (B)(4).